Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a partial display. The blood glucose reading was not known. The insulin pump will be replaced or returned for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind test due to a corroded motor home switch. Unable to perform functional tests including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the motor error alarm. No missing segments/partial display noted during testing. The pump was received with a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.